Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5058279) in united states on 18-dec-2015 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2007. Consumer had the three months hysterosalpingogram done, which confirmed both tubes were blocked. Within a few months of placement, she began having pain in abdominal and pelvic area. Essure was removed on (B)(6) 2011. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had abdominal and pelvic pain within a few months of essure (fallopian tube occlusion insert) placement. Approximately 4 years after insertion, essure inserts were removed. Abdominal and pelvic pain are serious events due to their medical importance and listed in the reference safety information for essure. Considering that essure may cause pain and that it started a few months after insertion, a causal relationship between these events and essure therapy cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint is being sought. Further information has been requested.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 15-feb-2016: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are known possible undesirable events and are not necessary indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment conducted unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had abdominal and pelvic pain within a few months of essure (fallopian tube occlusion insert) placement. Approximately 4 years after insertion, essure inserts were removed. Abdominal and pelvic pain are serious events due to their medical importance and listed in the reference safety information for essure. Considering that essure may cause pain and that it started a few months after insertion, a causal relationship between these events and essure therapy cannot be excluded. This case is regarded as incident since device removal was required. The technical assessment conducted unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. No further information will be available.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.